Manufacturer narrative:
This MDR was generated under protocol (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the technician did not notice any external damage. There was a primary audible alarm background test error in history. The reported event could not be verified after flow and occlusion tests. The root cause of the reported issue could not be determined. The technician replaced speaker as a preventive measure. The device was calibrated and passed functional tests. There's a corrective action preventive action (CAPA) for primary audible alarm background test issue.

Event description:
It was reported that the device had a primary audible alarm. No patient injury was reported.